Event description:
It was reported to philips that the system was unable to perform fluoroscopy and cine using both wireless and wired footswitch. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a planned, non-emergency vascular treatment. The procedure was completed as planned using a portable c-arm system. The philips field service engineer (fse) inspected the system onsite and confirmed that the system unable to produce x-rays. Upon troubleshooting, the fse found that the footswitch had been removed by the injector technician and subsequently reconnected while the system remained powered on. The fse reinstalled the footswitch following standard procedures, conducted a comprehensive system check, and confirmed no errors upon startup. The issue was identified as being caused by reconnecting the footswitch during system power-on (hot-plugging), resulting in a system recognition fault without any physical connection defects. Normal system functionality was restored after the footswitch reinstallation and system restart. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.